Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a flow issue with a onelink solution set. This occurred during infusion. It was stated that they were infusing remitanyl via a non baxter pump and a non baxter extension set. The drug would flow at a slower rate and then stops flowing completely. There was no report of patient injury or medical intervention associated with this event. No additional information is available.